Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm in tube with the incident lot was observed.

Event description:
It was reported fm was found in bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This was noticed before use and there was no report of injury or medical interventions.